Event description:
Caller reported they experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. After resetting, the pump did not display the error code again. Caller was advised to wait 20 minutes to start their sensor session, which they understood and acknowledged.